Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that while the aspiration catheter was being removed the shaft of the catheter separated. The physician inserted a guide wire into the pt. The physician inserted the aspiration catheter into the pt. The aspiration was attempted and the physician was removing the aspiration catheter over the guide wire, and the shaft of the aspiration catheter separated. The device was removed without complications. The pt is reported to be fine.